Event description:
The customer reported via phone call that they received a button error alarm while attempting to bolus. Customer stated the alarm occurred after the customer replaced the battery. The customer's blood glucose was 401 mg/dl. Customer has treated their blood glucose with manual injections. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The pump was received with intermittent up button response due to corroded keypad traces. No button error alarms noted during testing. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, a cracked pump belt clip slot, and a missing end cap sticker.